Manufacturer narrative:
The 2 devices involved in the complaint were returned for investigation. One of the devices investigated still had the membrane attached to the distal end of the disc. The device showed no evidence of use. During microscopic inspection of the device, the investigators observed that there was a small piece of membrane still attached to the proximal end of the device tip. The braid was intact and the device was able to be deployed and de-deployed without difficulty. The membrane was pulled with minimal force and did not detach from the disc. The second device showed no evidence of use and the membrane appeared to the naked eye to be missing. Microscopic inspection found a small amount of membrane at both the proximal and distal end with a circumferential tear around the edges at the proximal and distal end. Similar membrane tears have been seen during product handling when the tyvek lid is not completely removed from the tray and the device is pulled from the packaging. The edge of the disc can catch on the edge of the tyvek and rip the membrane. Only 3 complaints for this issue have been received by cardiva medical inc. In the past 4 years. To mitigate this issue with dr. (B)(6), a letter was sent explaining how this type of membrane tear can happen and instructing the user to remove the tyvek completely from the tray and then lift the device out of the tray.

Event description:
Cardiva medical, inc. Sales representative was notified on (B)(4) 2009 by the staff of (B)(4) medical center that prior to using the catalyst ii device on a patient, the physician tested the device outside of the body and noticed "something" hanging off of the de-deployed disc. The physician grabbed it and pulled and it detached from the disc. They set that device aside and opened another device. On the second device opened, they found the same issue. The membrane of the disc had been torn and was hanging off the end of the disc. They declined to use the device on the patient and reverted to manual compression.